Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime rewind on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated that they are receiving an a33 alarm. The troubleshooting was performed. The customer was to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and missing end cap sticker.